Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic lobectomy laparoscopic procedure, the surgeon unable to open the jaw after passing through the port. Successful clamp test was performed before the usage of the device. The handle was replaced with a new one and the device worked properly. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. An analysis of the system logs showed no indication of any handle errors or any related issues that would have caused the handle to be considered faulty. The power to battery was never interrupted, there were no unexpected resets. There were no empty log files. Handle was successfully fired in last log in field. All button presses resulted in motor movements. There was no instance of jaws being unable to open after completion of clamp test. This was confirmed as the motor ticks and motor turns confirmed log indication of reload open and closing position. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of uart communication error that has no relationship to the reported condition. There was a uart error in log 179 with adapter that prevented the handle from entering firing mode. This adapter was reconnected 3 times with a reload connected. This would not result in the reported condition as, according to srs 322, the handle would be able to operate except enter firing mode. Log 179 showed that the reload was still able to open when the adapter uart error occurred. This adapter was not either of the returned adapter and is therefore unrelated to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.